Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed by letter.

Event description:
Customer reported that due to receiving a new meter with a defective lancet holder, she was unable to test her blood glucose level. Customer stated that she passed out and bruised her left arm. Customer was taken to a hospital by paramedics and given glucose, apple juice and a can of soda in the ambulance. According to the customer, she was diagnosed with severe hypoglycemia.